Event description:
It was reported to boston scientific corporation that during placement of an uphold vaginal support system, the suture broke and remained inside the mesh that was fixed on the cervix. Pulling the suture inside the patient to remove it, caused over tensioning of the mesh. The physician decided to cut as much of the suture as possible. Reportedly, no excessive resistance was experienced when pulling off the leg. The patient's condition at the conclusion of the procedure was reported to be ¿ok.¿

Manufacturer narrative:
(B)(4). (B)(6).